Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump, and after reset, the same malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any issues arise again.